Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations assess access site for bleeding and hematoma. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. Remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site. Section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, access site bleeding was noted. As a result, impella cp pump was explanted. Impella was successfully weaned and explanted. Patient survived the procedure, and condition was stable post-procedure.

Manufacturer narrative:
The investigation for the reported access site bleeding and placement signal issue has been completed. The data logs were evaluated and confirmed that the placement signal was nonfunctioning when first plugged into the aic and remained nonfunctioning for the duration of the case. The product was returned and the failed placement signal was reproduced. The sensor was removed and found to be shattered. The root cause of the sensor fracture was unable to determined. The pump passed final qual. No issues with the repo sheath were found when examining the product. The introducer was not returned for analysis. The root cause of the access site bleeding was most likely due to lack of vessel recoil as the hospital attempted to stop the bleeding and were unsuccessful. G1 MDR reporting contact email updated corrections to the initial MFR report: b1 malfunction added. H6 med dev prob code 2993 changed to 1559.